Manufacturer narrative:
(B)(6). FDA 3004987282-2020-00020 a1: (B)(6). B4: (B)(6) 2021. G1: mr. (B)(6). G3: (B)(6) 2021. G6: follow-up #1. H2: additional information. H6: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 3331 - analysis of production records. Investigation conclusions: 4315 - cause not established . H10: radiographic images showed evidence of kyphosis. The device was not returned, thus device examination could not be performed. Microbiology results showed negative germ count and no mrsa detected. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. The clinical reason for the revision was not stated. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique.

Manufacturer narrative:
Additional information and the return of the device has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
It was reported that a patient with one m6-c artificial cervical disc was revised.